Manufacturer narrative:
The customer reported that the system had footswitch problems. The reported event occurred between transition of operating from one eye to another eye. To resolve the issue, the customer reconnected the footswitch and restarted the system. No patient harm was noted. The company representative examined the system and found the system to display system message (sm) ¿up-switch failure¿. The company representative found debris under the heel cup of the footswitch which will trigger the sm found. The company representative cleaned the footswitch to resolve the problem reported. The system was manufactured on june 8, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event was attributed to debris under the heel cup of the footswitch treadle. (B)(4).

Event description:
A customer reported experiencing footswitch issues between transition of operation between one eye to the other. The footswitch cable was reconnected and the computer restarted to resolve the issue. There is no known patient impact. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).